Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that he experienced that the infusion set cannula was kinked within 3 hours of insertion at abdomen on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 865 mg/dl, therefore patient had received correction bolus via the pump. The patient also reported that he first went to emergency room and subsequently got hospitalized and felt a sleep after infusion site change with kinked cannula, therefore patient had received mdi (multiple daily injections) bolused via the pump and IV and fluids of saline and insulin. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.